Manufacturer narrative:
The employee sought medical treatment for the reported injury. The employee has returned to full and normal work duties. A steris field service technician arrived onsite, inspected the unit, and confirmed it to be operating according to specification. Section 1 of the operator manual for the v-pro max sterilizer states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions," and "[when] handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions." Section 4 states, "steris recommends (in accordance with ansi/aami st58, 2005) using chemical-resistant gloves when removing or installing sterilant cup." The technician discussed the proper use of the unit with the user facility staff and stressed the importance of wearing appropriate ppe. No additional issues have been reported.

Event description:
The user facility reported that an employee sustained a burn while unloading their v-pro max sterilizer. The employee was not wearing proper ppe at the time of the reported event.